Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the garment shoulder straps and on his back. The patient reported that his whole back and shoulders were breaking out like pimples because he sweats a lot. The patient added that he has a pre-existing condition where his whole body is very dry and that the lifevest aggravated his pre-existing skin condition. The patient's cardiologist recommended to take benadryl, apply over the counter cortisone, and lubriderm. The outcome of the irritation is unknown.